Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a rash was confirmed. A us distributor reported that a patient had a rash under the rear te pads, in the shape of the te pads. The area was described as itchy with little blisters on it. The patient reports the rash may have been caused by the nickel in the pads. The patient's doctor prescribed a steroid cream, triamcinolone 0.1%, which did not work, and then prescribed a different cream to use. The doctor also recommended the patient to not sleep with a compression shirt at night to help with circulation. During a follow-up, the patient indicated that the irritation had improved with the use of the second prescribed cream.